Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the hospital after receiving multiple shocks. Interrogation revealed that the vf episodes were caused due lead noise. Lead dislodgement was also noted. The lead was explanted and replaced when repositioning was unsuccessful.